Event description:
Six days post ablation, pt was hospitalized for perforation of the small bowel. Perforation was sutured and pt recovered normally. The exact cause of the adverse event is unk, and may have been exacerbated by inappropriate product use in disregard of the IFU precaution with respect to extremely narrow uterine cavities.